Event description:
Medtronic received information that high bgs (not hospitalized) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(6). (B)(4). This record was converted. For additional information about the analysis, please see sap. Pump passed the functional test, including the self test, sleep currentmeasurement, active current measurement, rewind test, prime/seatingtest, basic occlusion test, occlusion test, force sensor test anddisplacement test. Unit functioned properly.unit received with cracked retainer.oz (B)(6) 2017.